Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 7424420 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view measuring approximately 5.8 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: generalized illness/rupture. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old female who had a 550cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture, right sided rupture, and several unexplained systemic symptoms post procedure. As a result, explant was performed on (B)(6) 2022. Infection, being ill, unspecified health problems, blurry eyes, dysfunctional arms, difficulty walking, and pain were noted. As a result, replacement with mentor memory gel boost breast implants was performed on (B)(6) 2022. The left sided capsular contracture was reported initially under 1645337-2022-08065 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of the right sided rupture. On (B)(6) 2022 mentor received additional information and initial awareness of the generalized illness. This report relates to the right prosthesis.

Manufacturer narrative:
The device evaluation was updated by the failure analysis lab on (B)(6) 2022. Updated device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view measuring approximately 5.8 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 10, 2022. In addition to the symptoms and issues reported previously. The patient also experienced painful breast deformity on an unspecified side, inverted depression deformity of the inferior areola, and a left breast seroma found intraoperatively. Manufacturer¿s reference number: (B)(4).